Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, rubber was observed to be peeling off near the tip of the monopolar curved scissors (mcs) instrument. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: there were no fragments/components broken off or completely detached from the instrument; however, the customer confirmed that rubber was observed to be missing from the instrument.